Event description:
It was reported that cartridge alarm 20 occurred and prevented use of pump for insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer initially declined cartridge change and pump replacement, so support guided reset, cleaning of case with alcohol wipe, and proper loading of new cartridge, but alarm recurred and insulin therapy could not be resumed with pump, leading support to arrange pump replacement while customer used multiple daily injections as backup, and customer declined an out-of-warranty loaner pump.